Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the y-site on the powerloc-cat # 0672034 in our kit-cat # 2132075. Customer has stated that they have experienced leaks with haz med/chemo after connecting a braun needless connector to the y-site¿.where the y-site-cracks." The customer utilizes the y-site on the powerloc-cat # 0672034 in our kit-cat # 2132075. Customer has stated that they have experienced leaks with haz med/chemo after connecting a braun needless connector to the y-site¿.where the y-site-cracks. This happened last week and has occurred-5 times in the past. 5fu pumps are being connected to the site and this is their practice to deliver through the y. This report addresses the first of six devices.